Event description:
It was reported during a left sided ablation procedure, an afocus ep catheter was stuck in an agilis sheath with inner components remaining in the sheath once the catheter was removed. A transseptal puncture was performed using an agilis sheath and a brk needle. An afocus catheter was placed in the left atrium and used to map the anatomy. The catheter's peel away protective sheath was removed. The afocus catheter was removed and an ablation catheter was exchanged and ablation commenced. A second transseptal puncture was performed with a fast cath sl1 sheath and brk needle. The same afocus catheter was advanced into the fast cath sheath but the catheter tip exited the luer lock flush port of the valve instead of advancing through the sheath body. When the physician attempted to remove the catheter, the tip was noted to be stuck in the luer lock tube. When greater force was applied to remove the catheter, the electrode wire separated from the catheter shaft and inner comments remained in the sheath. No air was noted to be introduced into the sl1 sheath in the left atrium; however, the sheath was compromised, necessitating it's replacement. A 0.032 inch guidewire was introduced through the sheath successfully into the left atrium, the sl1 was removed, and a replacement sl1 was passed over the guidewire into the left atrium. A new afocus catheter was introduced using the protective sheath to bypass the valve. The procedure was completed and there were no adverse consequences to the patient.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. If the device is received or additional information becomes available a supplemental medwatch will be filed.